Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the incisions are still burning a little bit but not like they were and the hip on the right side which patient did not have any pain over had that burning sensation. Patient could not lay on that side. Patient had to turn over because pt would start feeling the burning sensation. Patient said it started since the beginning since implant. Pt will talk to hcp about it. Pt also mentioned rep told them they were not supposed to feel stim. Pt said they had not felt any stimulation and increased to 3.2. Pt said they hope the device was working. Pt also mentioned they had 6 back operations and this procedure was surgery # 7 a response was received from the patient reporting they are still having a burning sensation at the incision site. They state there were no changes their activity and their device was not holding charge even after being at 100%. Their issue has not been resolved, and are trying to get a hold of a representative to ask them questions and seek help for their issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.